Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 3.0x10 mm ryugen nc guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation and there was no reported device malfunction. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with mild tortuosity and mild calcification, pre-dilatation was performed with a 1.5x10 mm non-abbott balloon catheter. A 3.0x28 mm xience prime stent delivery system was advanced and the stent was deployed. A 3.0x10 mm non-abbott balloon catheter was used for post-dilatation of the stent. After post-dilatation was performed, an edge dissection was noted at the distal edge of the stent. A 3.0x15 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.